Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the c-34 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The iesu was analyzed and the reported failure was confirmed and reproduced. Fa found error c-34 in the logs. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had a c-34 error on the integrated electrosurgical unit (iesu). Prior to calling in for intuitive surgical, inc. (Isi) technical support, the customer had changed out the connection cable. The isi technical support engineer (tse) had the site restart the iesu, but the issue returned. The customer was connecting the external force triad generator to continue with the case. The procedure was completing as planned with no reported injury.